Event description:
Contact reports routine one level acdf with immediate relief of symptoms. At 1-2 weeks post-op, pain returns. Images show subsidence of cage into inferior level. Surgeon revises with removal of construct and re-instruments with zero profile device.

Manufacturer narrative:
The cage was explanted but is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. It is possible that subsidence of the cage was related to its placement or the patient's bone quality. However, no conclusions can be made. At this time, the complaint is considered to be closed. Device not available.